Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The sensor was inserted one hour ago. The sensor was bleeding. The blood glucose reading is 189 mg/dl. The site is not actively bleeding. Advised the customer to replace the sensor, blood on the connector can possibly damage the transmitter. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used sensor. Found sensor cannula bent inside sensor base. Unable to confirm if customer received sensor in said condition. Customer returned the sensor opened and used.